Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during rewind process . The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal /protruded/loose/sticking out and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported low blood glucose events. Customer stated that the blood glucose reading was 100 mg/dl and it was dropped to 45 mg/dl to 39 mg/dl. Customer treated with food and blood glucose reading went up to 102 mg/dl. Customer declined low blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. No rewind anomaly noted. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.